Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that this has happened twice. Both times she went to check her blood glucose value and noticed the display was blank. She took the battery cap off and then put it back on. After that the device was counting and she had to reset the time and date and received an unexpected restart alarm. Blood glucose value is 356 mg/dl. The insulin pump has not been dropped, bumped or exposed to moisture. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer inserted a new battery and the display returned. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, reset error test and off no power test. No reset error alarm or blank display was noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.